Event description:
The facility's biomedical tchnician reported an infusion pump with failure code 53 found during biomedical testing. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.